Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been evaluated by product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2011 (time not specified). On an unspecified date and time, the patient reportedly obtained blood glucose results of '201mg/dl' with the subject meter and '86mg/dl' with an accucheck meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known if the subject meter is the patient's primary meter and it is not known if the patient continued to test with the subject meter after the alleged issue began. The patient's testing frequency is not known. According to the csr's documentation, the patient manages her diabetes with insulin (no adjustments), the patient did not take any action in response to the reported meter issue, and subsequently, the patient reportedly developed a symptom of sweating approximately four to five days after the alleged issue began. Prior to the onset of her reported symptom, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also unclear what the patient's blood glucose result was (with the subject meter) at the onset and/or during her reported symptom. The patient denied receiving any form of medical intervention/treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
((B)(4) 2011) - the meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The 510(k) # is k061118.